Event description:
Reported event of "band leakage" from journal article: "high failure rate of the laparoscopic-adjustable gastric band as a primary bariatric procedure", surgery for obesity and related diseases: official journal of the american society for bariatric surgery, on (12/06/2013). Electronic publication date on: 12/06/2013.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information will not be provided to allergan. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."